Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter displayed acceptable optical signals when connected to the tactisys quartz unit; however, during functional testing the catheter did not pass an irrigation test. A leak was noted at the luer/irrigation tubing junction caused by a small gap between the cured adhesive and inner irrigation tubing.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.